Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on march 24, 2017.

Event description:
Per the clinic, the electrode array had extruded subsequent to inadvertently pulling it out while attempting to clean the external ear canal. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.